Event description:
It was reported that during ventilatory therapy with nava ventilation, a patient had perforation in the gastrointestinal tract possibly caused by the edi catheter. The facility was not sure if the edi catheter caused the perforation or not. Risk mgmt at the facility had the edi catheter and stated that it appeared undamaged. The edi catheter is used during nava (neurally adjusted ventilatory assist) to detect the electrical activity in the diaphragm. (B)(4).